Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reported that the pain improved. The doctor does not believe the current issues are caused by or related to the device, but musculoskeletal. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain and tinnitus with and without device use. The recipient was prescribed 5mg of flexeril.